Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was performed and no anomalies were noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information regarding treatment details were not provided. The recipient is still reportedly on medications (ci-pro). The recipient is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion and presented with an infection. The recipient was hospitalized and IV antibiotics (type unknown) were administered. The wound was reported cleaned and sutured, however the issue did not resolve. A culture identified pseudomonas as the cause of the infection. The recipient's device was explanted. The recipient was not reimplanted. The recipient continues to be treated with oral antibiotics (type unknown).